Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The ipg was explanted on (B)(6) 2018.